Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that the procedure started with the lower lumbar and executed l3-l5 (surgeon made intra-op decision not to do s1). Navigation showed off and they completed all checks needed and the surgeon wanted to proceed. The c arm shot showed all screws were accurate. Remounted and clamped onto t11-12- and all trajectories at this segment showed the left side medial and the right side lateral. All checks were completed again. The surgeon had his own theory that since the patient had a fracture, he thought that the patient's spine was different from the CT scan when positioned (not shift during case) and navigation was a couple mm off, so he had the manufacturer representative move all screws out lateral. The manufacturer representative explained to him that the software looks at each body independently, but he insisted she move the screws to make navigation look better. Navigation was off, but the surgeon continued. The screws stemmed above 25 and all were accurate when they took the c arm shot. At the end of the case, the second robot had a warning message come up on top of the screen with a yellow exclamation point symbol for approximately 10 seconds and then went off that something along the lines of, ¿system performance is low, needs technical support immediately.¿ the screws were deviated 3.5 millimeters to 5.0 millimeters. It was reported that the deviated screws were fixed. It was reported that the procedure was completed successfully. There was no known impact on the patient outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system passed a 3 and 10 point accuracy test. A mock case was performed using the the instruments from the event and all instruments were accurate. The system then passed the system checkout and was found to be fully functional. A software analysis determined that the complaint was confirmed. The clinical export data file was thoroughly inspected and the log text file is a chronological documentation of the software during operation, including system sent trajectories, registrations values, fluoro acquisition, etc. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoroscopic images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning of the executed trajectories and no major issues were found. Registration was able to be reproduced an no shifts were observed. The platform used for the first part of the case was a dual clamp on t12 and l2. According to the representative that supported the case, the surgeon has checked that the platform is tightened before executing the trajectories. However, intra-operative images from the export file show that the clamp is not fully attached to the spinous process. A dual clamp was used again at the last part of the case (after the system was replaced), this time it was clamped on t11 and t12. Again, images show that the bottom clamp is again not fully attached to the spinous proc ess. When the schanz pin in the psis was used as a platform (l3-l5, first segment operated right after replacing the system), all executed trajectories were according to plan. This further highlight stabilization issues with the dual clamp as a possible root cause for the inaccuracies. In addition, the last segment operated on (using the dual clamp) resulted in all trajectories at this segment showed left side medial and right side lateral. The pattern of the deviations (all screws deviated to the right) points out that a platform shift occurred. An unstable anatomy may also lead to the deviations experienced throughout the case. It is possible that segments of the spine have been mobile, which might compromise the accuracy of the trajectories when executed. After thorough review over the log files of this case, it was found that the system recorded an error that is usually related to the controllers and drivers on each joint of the surgical arm. In this case, the time stamp of the error was matched to the time l3 was operated on (during the first part of the case, using the first system). Applying excessive force upon the surgical arm while instrumenting might cause this kind of an error and may lead to the arm being off trajectory, as experienced in the or. After reviewing all available information, analysis concluded that the root cause for the reported deviations experienced throughout the case is unstable platform (not fully attached dual clamp) that caused the system to shift in relation to the anatomy, which eventually resulted in inaccuracies, as described in the initial report. An unstable anatomy can serve as a contributing factor to the deviations as well. The fact that inaccurate screws were placed only when using the dual clamp (when using the schanz screw platform, all screws were executed accurately) further highlights it as the root cause. Furthermore, all registration attempts performed throughout the case did not eliminate the deviations, which points out the possibility of platform (and anatomy) instability. A forceful instrumentation may have been the cause for the initial inaccurate attempt of l3 left trajectory, as indicated by the error log files that were reviewed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.